Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a thoracic tumor and lost pain relief. The patient underwent surgical procedure to remove the tumor and ins. The patient resolved without sequela.